Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in main drawer 3.2 were not detected on the communication bus and were not visible in the medication application. The field service engineer (fse) logged into the hardware test application and attempted a firmware update; however, the pockets were still not detected. The fse shut down the station, manually released all pockets, reseated the row board cables, cycled the cubie trays, and removed foil and debris from the tray liners. The fse then reinstalled each pocket individually while verifying detection through the hardware test application and replaced the retractor band. The fse ran an acceptance test with successful results, after which all rows became visible once the medication application was launched, and the customer completed inventory of main drawer 3.2. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire cubie drawer 3.2 failed in the main ER pyxis station. The drawer could not be accessed, resulted in several critical medications stored within the affected cubies being unavailable to nursing staff. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.